Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as onset, the patient was treated with injection vancomycin 1 gram, once a day, repeated on the fifth day (route not reported) for peritonitis. The following day, the patient was treated with injection fortum 1 gram once a day up to fourteen days (route not reported) for peritonitis. At the time of this report, the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.